Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery which she could not resolve. Her blood glucose level at the time of the event was 116 mg/dl. Explained a possible connection issue or occlusion in the tubing can lead to no delivery alarms. She had replace the infusion set three times. Advised customer to attach a plunger and manually prime. The customer states insulin exited easily. The insulin pump continued to alarm no delivery during bolus. The insulin pump will not be returned for analysis.